Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she received calibration error alarms. She had to remove the sensor due to a change sensor alert. The customer was unable to calibrate after she changed the sensor because her blood glucose level was low. Her blood glucose level was 35 mg/dl. The customer treated her low blood glucose level by eating food. The device was not returned.